Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. The device was filled with colistimethate, sodium chloride and tobramycin. There was no patient involvement. No additional information is available. This is report 1 of 7.

Manufacturer narrative:
(B)(4). The lot 14h007 was manufactured august 20, 2014 to august 25, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle approximately 1.27 to 2.71 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.